Event description:
This case refers to a spontaneous report from a healthcare professional from the hospital to our intn'l affiliate. Reportedly, a baxter tissomat machine (code z95010 reported) was involved in a patient air embolism. According to the reporter, in 2009, the patient has been stabilized by vascular filling, 100% dioxygen rate, left lateral decubitus, trendelenburg position. The reporter stated that the pressured air tube of the machine has not been changed since 2004. According to the reporter, the actual tissomat, and another one (sn unknown) have been put in quarantine in order to be replaced by the technical service of our intn'l affiliate. The tissomat was not used with tissucol, but with quixil from johnson and johnson. It is reported that internal primary investigation on the machine have been handled within the hospital, and reportedly showed a defected pressure regulator, which led to an increased of the air pressure. The sample is available and has been requested. It is stated that the patient is stable now. Additional information expected from the reporter.

Manufacturer narrative:
Baxter medical assessment: any application of pressurized gas may be associated with a potential risk of gas emphysema, tissue rupture, gas entrapment with compression, or air embolism, which may be life threatening. Be sure to take appropriate measures to address these risks, e.g. Observing the recommended minimum spraying distance (10 cm) and maximum pressure (2 bars). For a medical assesment clinical details of the adverse event and the circumstances of the tisseel applications are required. Following questions have to be clarified. Diagnosis and health status of the patient at the time of the fibrin sealant application with the tissomat. Indication to apply tisseel and mode of application (product volume, air pressure in bar and spray distance). Temporal relationship: when after the tissomat spray application the air embolism has been noticed. What parameters (clinical and lab) substantiate the diagnosis of an air embolism? Outcome of complication. Preliminary assesment: a contribution of the tissomat device to the occurrence of an air embolism cannot be excluded. A follow-up report will be submitted.